Manufacturer narrative:
The device has been received for eval. However, device eval is not yet complete. A follow up MDR will be filed.

Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) during bolus delivery and the load process. There was no reported impact to customer's blood glucose level.